Manufacturer narrative:
Eval was not possible, as the prod was not returned. A search of the complaint database did not reveal any other reports for the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported dislocation; however, provided info indicates device positioning was a contributing factor. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of dislocation attributed to mal positioned cup.